Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that, about 2 weeks ago, patient misplaced their recharger and that it had taken a little while to find it, and the ins had depleted in the meantime. When they did find the recharger and charged the recharger, the recharger kept giving them the green light circling and it "wasn't trying to connect to anything or charging" the ins. The patient stated they let the recharger go completely dead and they recharged it again but at this point they still weren't able to get it connected to the ins, they couldn't find their ins so the patient had to make an appointment with their managing health care provider (hcp). The patient stated they saw a nurse practitioner (np) at the office and that the nphelped them locate the ins and the patient was able to successfully charge their ins. The patient stated the np helped them determine the ins had been sitting higher up than their scar. The patient stated that it seemed like in the past few months they were having problems finding the ins and that they didn't ever recall the ins being that high before. The patient stated they thought it had been right near the incision before and thought maybe the reason they'd been having a difficult time charging the ins (they had to move a certain way or lay a certain way and was getting frustrated when charging) was because they thought maybe the ins had 'healed,' or just shifted a bit to where it was now sitting above their scar and they had been trying to charge over their incision. Patient services asked the patient if they'd had any falls or traumas to the ins site and the patient replied that they didn't know if they hit it off of something or if they had slept on it the wrong way, but they couldn't recall having done anything that would have caused it to move. The patient stated that now they knew where to look for it and that from now on they were going to try to stay consistently charging and that hopefully they would not run into another issue like that again. The patient stated the np told them there was a strong possibility for the patient to go to the recharge free ins because the one that could last for potentially 10 years hadn't been available at the time the patient had gotten the rechargeable ins (though they'd initially wanted a recharge-free ins). The patient stated they wanted to replace it with the recharge free device because they didn't want any more issues like the one they'd just had with recharging though they'd discussed with their hcp office that they'd have to wait at least 2 years or so before having it replaced. Patient services reviewed best practices for recharger maintenance and the patient stated they would continue to follow up with their hcp office and call patient services if they had any issues with recharging in the future. The patient mentioned the np they had been seeing at their hcp office was going to be leaving the office and they weren't sure who the new np would be.

Manufacturer narrative:
Concomitant medical products: product ID: wr9220, serial#: (B)(4), product type: recharger. Date of event is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.